Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a broken or cracked touchscreen and the customer requested a replacement while using backup therapy. Symptoms included no reported injury or clinical effects. Outcomes included shipment of a replacement unit and return of a previously held device, with the originally reported unit still in the customer¿s possession at last contact. Investigation included troubleshooting and education by customer support and shipment tracking review. Investigation of this case revealed a device hardware issue localized to the touchscreen/display assembly, consistent with physical damage and user-reported usability concerns with touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device component damage unrelated to manufacturing or design.